Event description:
The pt felt no stimulation sensation on the right side or only at maximum stimulation parameters. She was able to feel stimulation on the left side. She felt shocking. The pt had to recharge every 2-3 days; she used to recharge every 2 weeks. The pt stopped recharging the implantable neurostimulator because stimulation was less effective. A implantable neurostimulator overdischarge was suspected. The antenna locate feature did not bring up the normal charging screen. The pt was seen in the clinic 2 weeks later. A physician mode recharge was done. The pt felt no stimulation afterward. Device interrogation revealed bipolar impedance greater than 40,000 ohms on all electrode combinations except 11 and 14. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).